Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The blood glucose value was 25 mmol/l. The customer reported they received insulin flow blocked alarm. The insulin existed. It was unknown that auto mode feature was active or not at the time of event. The customer will continue use of the device.